Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The nurse reported via phone call that the insulin pump had an unresponsive keypad. It was stated that battery cap and batteries were changed, but the issue was not resolved. The issue had been occurring for about a week. The caller did not know the blood glucose reading. The insulin pump will be replaced.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.